Event description:
Reported by the night shift rt that ventilator was making a clicking noise. The vent was pulled from service and off the patient. The proper operation worksheet was initiated and during the testing, the ventilator subsequently failed to operate.